Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product was not returned to medtech orthopaedics , however photos were provided for review. The photo investigation revealed that [254400525, attune mes sizing/rot gde] has been cracked. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [attune mes sizing/rot gde] would contribute to the complained device issue. Based on the investigation findings, the attune mes sizing/rot gde has unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the red knob on attune femoral sized is split. No patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9 and h4 corrected: d4 (UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary red knob on attune femoral sized is split, cs will not process until replaced. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the attune mes sizing/rot gde's surface: 1) the red knob was found cracked at the middle; 2) the red lever, of the retrieval mechanism, was found to be broken at its edges. Broken fragments were not returned for evaluation; 3) the white ink backfilled into the debossed markings on the device were worn and missing; and 4) signs of heavy usage on the overall device surface. The root cause for the cracked and broken condition are attributed to device design, where the residual stress from the molding lead to environmental stress cracking of the radel material, and subsequently to failure of the component. A change in the design was completed at the end of 2012. Furthermore, previous investigations found the ink appearing to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. As there is no patient effect, and since a design solution has been developed, no additional action is identified, and the post market surveillance procedure should be used to log and trend any future complaints. Medtech orthopaedics considers both of the investigations closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. However, taking in consideration the age and aspect of the device, it is reasonable to consider this kind of damage as an end-of-life problem, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune mes sizing/rot gde would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code b0312 provided is not a valid finished goods lot number. H11 additional narrative: added: g1 (manufacturing site name) corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d2a and d4 (catalog). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "red knob on attune femoral sized is split, cs will not process until replaced." The product was not returned to medtech orthopaedics , however photos were provided for review. See attachment (img_5175.jpeg). The photo investigation revealed that [254400525, attune mes sizing/rot gde] has been cracked. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [attune mes sizing/rot gde] would contribute to the complained device issue. Based on the investigation findings, the attune mes sizing/rot gde has unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code b0312 provided is not a valid finished goods lot number.